Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a system failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse visited the site and observed the unit on the trainer for 2 hours, and was unable to reproduce the reported issue. The fse then confirmed that all functional tests passed successfully and the unit was working fine. The unit was then handed over to the customer in good working condition for clinical use.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a system failure. There was no patient involvement.